Event description:
It was reported that the patient had experienced an instance of muscle stimulation. In clinic, their pulse generator was found to be operating in backup mode. A software download successfully restored the device.